Event description:
It was reported during implant, rv pacing and high voltage lead impedance measurements out of range were observed after ICD was connected. The ICD was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of an impedance anomaly was not reproduced in the laboratory. The device was tested on the bench and using automated test equipment and passed all tests. No device anomaly was observed.